Event description:
It was reported that noise was observed on the rv lead. Review of stored electrograms showed intermittent periods of noise on the ventricular channel that are being diagnosed as vt/vf and caused delivery of hv therapy. The lead will be scheduled for replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.